Manufacturer narrative:
The patient could not provide the device lot. No products of the actual batch have been returned to the manufacturer for investigation. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.

Event description:
Customer reported moderate bleeding from catheter usage and to request a different french size. Our clinical nurse, reached out to the patient and learned he wasn't activating lofric classic (dry catheter) properly. He was using a gel lubricant and not soaking for 30 seconds with water according to provided instructions for use. He was also using 18fr samples he had leftover at home. His regular shipment is for 16fr. He said he prefers using a lofric catheter with lubricant (saline solution). Wellspect customer service emailed the patient product catalog, ifus, men's guide and instructional videos to help him figure it out. The patient was encouraged to contact customer service if he had any question about product usage.